Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Pt identifier, age, sex and weight were not provided.

Event description:
It was reported that the device gave warning that it needed calibration. The device was calibrated and even after it passed testing, the device still warned it needed calibration. The device was sent to the supply organization to be looked at. No additional information was provided.